Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the mesh assembly was returned in two pieces. Piece one includes one sleeve with cut leader loops and the blue with white stripe dilator with the suture and dart. Piece two includes the mesh and the blue dilator. One mesh leg is rolled up. The leader loops are not cut. The suture is broken and frayed at the distal end of the dilator. The remainder of the suture as well as the dart were not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a uphold lite w/ capio slim device was used during a mesh augmented bilateral anterior sacrospinous fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke while passing the needle through the right sacrospinous ligament and the needle was found in the capio device carrier. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite w/ capio slim device was used during a mesh augmented bilateral anterior sacrospinous fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke while passing the needle through the right sacrospinous ligament and the needle was found in the capio device carrier. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.